Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by clinical educator that a free flow surgical event occurred ten months ago in the operating room. An IV bag was flowing and the bag emptied too quickly. The nurse clamped the IV tubing and changed out the channel. This was reported to bd representatives during site visit. There was patient involvement but no harm.